Event description:
It was reported that the customer had a no delivery alarm during basal, bolus. Fixed prime on the insulin pump. The customer's blood glucose level was 222 mg/dl. The troubleshooting was performed. The customer will change the entire infusion set, examine the cannula to rule out a cannula issue and a site. The customer was advised to monitor the insulin pump and if the problem continues to call us back for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.